Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found measured data anomalies and unstable pulse amplitudes. The hybrid manufacturer was unable to reproduce the failure at hybrid level. Consequently, the reason for the failure could not be determined.